Event description:
It was reported to philips that the c-arm geometry movement was unavailable to perform cone beam. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the c-arm geometry movement was unavailable to perform cone beam. Philips confirmed that the service request sent for philips evaluation and repair service was rejected by the customer. As the service request was rejected, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.